Event description:
Per the customer, the surgeon placed pedicle screws in a patient with navigation. Once all screws were placed, the surgeon requested another spin to check screw positioning. 4 of the 6 screws were malpositioned, so he removed all hardware and aborted the case. The procedure was rescheduled for the next day and completed successfully, no adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the surgeon placed pedicle screws in a patient with navigation. Once all screws were placed, the surgeon requested another spin to check screw positioning. 4 of the 6 screws were malpositioned, so he removed all hardware and aborted the case. The procedure was rescheduled for the next day and completed successfully, no adverse consequences were reported.